Event description:
It was reported by service report that the scale is not reading correctly on the unit. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation to be initiated as pt on bed at the time of service call.